Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided.

Event description:
During an elbow procedure, the surgeon penetrated the patient's ulnar cortex with a cannulated reamer. No further information is available at this time.

Manufacturer narrative:
Investigation into the reported issue identified the product cannot be marked with depth markings, as this would cause a stress riser which could cause the reamer shaft to fracture. Per the surgical technique, the product can be marked with a surgical marker prior to use. No product issue is identified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During an elbow arthroplasty procedure, the surgeon penetrated the patient's ulnar cortex with a cannulated reamer. Procedure was completed by cementing the humerus and ulnar component. There was a brief delay of 2-3 minutes in the procedure.